Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) does not communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was an open along the green (+3.3v) and yellow (pgnd) wires in the trunk cable. The cause of the test failure is the open wires. The root cause of the open wires cannot be positively identified. No adverse event resulted from the defective belt.